Event description:
In this case, it was reported that the valve was explanted at implant. An implantation data card was received with a notation "not implanted; in and out". Unfortunately, the reason for explant at implant has not been provided. No other details reported. There have not been any allegations of a product malfunction or quality deficiency.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.

Manufacturer narrative:
A copy of the patient's op report was received indicating that this valve was initially sized to a 25 mm. However, the surgeon felt that this was too small and tried to place a 27 mm valve (subject device. But was found to be too big for the patient's annulus. Therefore, the surgeon elected to use a mechanical prosthetic valve instead. Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Based on the information provided, it appears that this event was related to inappropriate sizing or the patient's anatomy. There is no information suggesting that there was a malfunction or deficiency of the edwards device.